Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered wire marker wm11 was incorrectly routed over the blood sampling valve (bsv) probe pad actuator arm causing a kinked tubing. The fse also noticed that a tubing was disconnected at wire marker wm12 from the port on the rear blood detector. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the leak is attributed to a disconnected tubing at wm12 and a kinked tubing on wm11. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a blue fluid leak of approximately 100 ml from the lh 500 hematology analyzer. The customer indicated that fluid leaked onto the countertop under the instrument. The customer was completing a clean cycle when the leak was first noticed and the customer was unable to determine the source of the leak. The customer was wearing personal protective equipment consisting of a laboratory coat, face shield, and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.